Event description:
The manufacturer's representative reported that the patient had a return of symptoms prior to the last 2 refills. The patient was admitted to the hospital through the emergency room with the symptoms including, nausea, vomiting, stomach pain, and a general increase in their pain level. The hcp increased the alarm volume from 1 ml to 3 ml. The patient's outcome is still ongoing as they have not had a refill appointment since the pump alarm volume adjustment. The drug contained in the patient's pump is morphine sulfate (25 mg/ml) delivered at an unknown daily dose.